Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump button stop working. Customer did not recall blood glucose at the time of incident. Customer cannot recall the cause of the issue. Troubleshoot was not performed. The insulin pump will not be returning for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with severely scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube window.